Event description:
The 10" extension tubing will not stay connected to copilot.

Manufacturer narrative:
It was reported that the 10" extension tubing will not stay connected to copilot. Another of the same lot was used and worked. There were no reports of death, serious injury, medical intervention, or follow up care.